Manufacturer narrative:
The insulin pump was returned with duracell duralock alkaline battery. The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose during chemotherapy. The caller stated that the customer passed away in a hospital on (B)(6) 2017. The customer was hospitalized on (B)(6) 2017. The cause of death was pancreatic cancer. The customer's cancer began on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected when the customer entered the hospital on (B)(6) 2017. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.